Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump battery would not reliably charge, requiring caller to hold cable in place or position pump carefully for charging connection to be recognized, and issue was not resolved by trying different wall adapters or charging cables. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary, and technical support arranged shipment of replacement pump.